Event description:
Related report number: 2017865-2024-72093. It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that atrial lead had dislodged, and it was confirmed via x-ray. It was also noted that implantable cardiac defibrillator (ICD) delivered inappropriate shock for ventricular tachycardia due to dislodged atrial lead's ventricular excitation. The lead was explanted and replaced with new lead. Patient condition was stable.